Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when or where this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This involves a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with an 804:26 failure code was found in the pump's event history but not duplicated during product evaluation. This condition is due to a software failure, and does not require repair. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.